Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set adhesive issue event on (B)(6) 2026. The infusion set came off due to sweating, and skin is bubbling. The patient replaced the infusion set, and resumed insulin deliveries successfully. No further information available.